Manufacturer narrative:
The complaint that the catheters were defective and not working properly could not be confirmed from the representative 22g insyte autoguard devices that were provided for investigation. A visual examination of the returned samples revealed no damage or defects. A functional test to simulate insertion revealed that the needle tip and catheter tip penetration and catheter drag forces were within specification. No defects could be confirmed from the representative units. The affected units were not returned for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Reported issue: this studio is reporting these 22g catheters are defective and not working properly. Ivs would not function properly due to the catheter. As soon as they put the tegaderm over the IV catheter it stopped working. Injuries or adverse event: no. Could you please provide a further description of the issue? As soon as I put the tegaderm over the IV catheter it stopped working for 3 patients within 3 hours on the same day with ivs that had the same expiration date. Can you please provide an exact date of event in this format mm-dd-yyyy? 10/7/25.